Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2015; 5568-53 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was experiencing rising and high thresholds, and right atrial (ra) lead as experiencing high thresholds. The rv and ra leads were explanted, as they were scarred together, and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.